Manufacturer narrative:
(B)(4). The third party service agent will evaluate and repair the device. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A third party service agent contacted physio-control to report that when their customer's device was powered on it had a white display.  A white display is indicative of a device lockup condition that could delay, or prevent, defibrillation if it were necessary.  There was no patient use associated with the reported event.

Manufacturer narrative:
The third party service agent will evaluate and repair the device. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. The initial medwatch report should have indicated: the third party service agent evaluated the device and was unable to duplicate the reported issue.  The service agent replaced the system controller and user interface pcb assemblies and observed proper device operation through functional and performance testing.  The device was then returned to the customer for use.  The device was not returned to physio-control for evaluation.